Manufacturer narrative:
The device data logs were provided to resmed for an investigation. Review of the device data logs revealed that the complaint of no ventilation was due to a circuit disconnection. The device functioned to specification. Review of the device data logs also revealed battery communication lost alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the false activation of the battery communications lost alarm was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. The patient was manually ventilated and placed on another device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The reported problem could not be reproduced during initial evaluation of the device. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. The patient was manually ventilated and placed on another device. There was no patient injury reported as a result of this incident.